Event description:
It was reported that patient underwent a surgical procedure to explant his inflatable penile prosthesis (ipp) due to unknown reasons. All components were explanted and replaced. Additional information was received. Patient had an ambicor penile prosthesis (app) that was removed and replaced with an ipp due to app was not functioning. It was unable to cycle. No adverse patient effects.